Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this device displayed end of life (eol) indicators. There was concern that the battery depleted more rapidly than expected. A replacement procedure was performed, this device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
- -